Event description:
It was reported that when the asymptomatic patient presented in clinic for a follow up, the device was in backup vvi mode. A device download was performed successfully.

Manufacturer narrative:
(B)(4).